Event description:
Ous MDR - boston scientific received info that after this right ventricular (rv) lead was implanted, it was discovered it had dislodged that same day. A lead revision was performed and the rv lead was successfully repositioned. No adverse pt effects were reported. This lead remains implanted and in svc. No add'l info is available. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.